Event description:
It was reported the plaintiff was implanted with a monarc sling on or about (B)(6) 2010 with the intention of treating her for urinary incontinence. The plaintiff suffered and continues to suffer from severe pain as well as problems with incontinence. The plaintiff experienced significant physical, psychological, and emotional pain and suffering, as well as permanent and debilitating injuries. The plaintiff suffers from chronic and debilitating pain, as well as significant psychological stress and depression.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report- (B)(4).